Event description:
Customer alleges she was turning corner and hit a small bump and unit shut off and she fell.

Manufacturer narrative:
The alleged event could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Customer alleges she was turning corner and hit a small bump and unit shut off and she fell.